Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of the cable unit, water tightness was lost, damage on head unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image related issue, the zoom was not working which prevents the image from being brought into focus, was due to damage of the camera head, and due to poor water tightness of the cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had an image-related issue the zoom was not working preventing the image from being brought into focus. The event occurred during sedation for an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.